Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was malignant pain. The patient reported that it was taking an increasingly long time to get connected to bolus. The patient confirmed that it had been taking longer and longer to connect to the pump. The patient mentioned that they had just seen the nurse on monday and told her about the issue and the nurse told the patient to call in. The patient confirmed that the handset was powered on at the time of the call, and that the bluetooth was on. The patient confirmed that they were able to connect to the pump, but it stopped at 90 percent for a long time, but then they were able to eventually request/receive a bolus successfully. The agent had patient toggle airplane mode on and off to help with the connection process. The patient also mentioned issues with charging communicator. The patient stated that it had been taking "1-2 hours" for the communicator to charge, but today it took 6 hours fo r it to charge and after they got connected, the handset stated that the communicator battery level was at 80 percent. A replacement communicator was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial # (B)(6); product type accessory; product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.